Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the customer received a power source alert. After plugging the pump into a wall outlet. Reportedly, customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was in 125-201 mg/dl range.